Event description:
A trilogy100 ventilator, u.s.a., was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction, and the device was not in patient use. During evaluation at the manufacturer's service center, review of the device event log identified an err_dsp_motor_failure ventilator inoperable error. In addition, the screen would not power on. Based on the evaluation findings, the technician determined that the system board was likely faulty and recommended replacement of the system printed circuit assembly (pca). Further inspection identified unacceptable cables and internal tubing, contamination residue on the enclosure top plate, and damaged wires on the sensor board cable. Physical damage was also observed on the base, rear case, front case, keypad, and handle. Replacement of these components was recommended. The enclosure top plate was identified for replacement due to contamination, and the sensor board cable was identified for replacement as a precaution due to damaged wires. The interface pca was determined to be obsolete and would require replacement as part of the base enclosure replacement. No repair was performed. The customer rejected the repair quotation and requested that the device be scrapped. A final report is being submitted. If additional information becomes available that impacts the investigation findings or medical device reporting determination, a supplemental report will be submitted.

Manufacturer narrative:
The reported failure of err_dsp_motor_failure ventilator inoperative error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.